Event description:
The customer alleges that there is a leak around the flow volume connector of the adaptor. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.